Event description:
There was no pt involved in this event. The device status indicators do not illuminate, and although the unit powers up, there are no audible speech prompts. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended if required.